Manufacturer narrative:
(B)(4). G2: foreign: country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the depth gauge was found missing when the pans were opened before surgery. It is believed that the issue may have occurred during sterilization. There was no patient involvement and no patient impact. There was no surgical delay. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d9; g3; h2; h3; h6. The product was returned and evaluated. Visual examination of the returned product identified signs of prior use with some damage to the handle. There were also some scuffs and scratches on the notches of the depth gauge. The distal end of the depth gauge had fractured at the 5th notch from the handle and not all of the pieces were returned. Fracture analysis determined that ductile overload was identified as the mode of failure. The root cause was unchanged. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Product was not returned for evaluation; however, a picture was provided and reviewed. A visual examination of the provided picture identified that the tip of the depth gauge had broken off and was not shown in the picture. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the broken tip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.